Manufacturer narrative:
Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7053789. UDI:(B)(4). Product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7054143. UDI: (B)(4).

Event description:
It was reported that this deep brain stimulation (dbs) system was replaced due to an unknown reason. The location of the device is unknown. No additional adverse patient effects were reported despite good faith efforts.

Manufacturer narrative:
Correction to blocks: a6, b5, d2b, e1, h2, h11. Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7053789, UDI: (B)(4). Product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7054143, UDI: (B)(4).

Event description:
Additional information received stated that the dbs patient underwent a system explant due to high impedances. The patient's symptoms included a return of tremor, as well as transient tingling on the left side of their mouth when turning their head. The patient is stable postoperatively and symptoms are well controlled. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the hospital.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7053789 UDI: (B)(4). Product family: dbs-extension upn: m365nm3138550 model: nm-3138-55 serial: (B)(6). Batch: 7054143 UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a system explant due to high impedances. The patient's symptoms included a return of tremor, as well as transient tingling on the left side of their mouth when turning their head. The patient is stable postoperatively and symptoms are well controlled. The explanted devices will not be returned to boston scientific for analysis, as they were retained by the hospital.